Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was 2 out of 4 contacts on stimulator did not work. The clinical diagnosis was reported as not applicable. The outcome was unresolved with no further actions planned. No actions were taken as interventions. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included an examination which showed 2 out of 4 contacts did not work. The etiology was reported as related to the device or therapy and unlikely related to the implant procedure. A revision could be planned. However it was a high risk procedure. No further action was taken so far.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there were no falls or trauma related to the contacts not working. The patient had pain. There was no specific troubleshooting, programming, and reprogramming only. Reprogramming was attempted. A revision of the electrode with placement of electrode in left vpm was planned but the patient had not decided if she wanted to do this. This was a high risk procedure. No further action was taken so far.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the no further action had been taken so far.